Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. G1: the device was manufactured at one of the following facilities: ecm - baxter healthcare - cleveland. 911 highway 61 north. Po box 1058, cleveland, ms 38732, united states. Vantive healthcare - cuernavaca, calle 50 metros, civac, jiutepec morelos 62578, mexico. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps did not have povidone-iodine solution in the caps. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.